Manufacturer narrative:
(B)(4). Investigation summary: two samples were received and evaluated. One came in sealed packaging blister and the other one in an opened packaging blister. A visual inspection was performed with a 10x magnifier lens. The sample that came in an opened packaging blister has imperfection in the luer tip. The other sample has no imperfections or any other defect. One photo was provided. It shows a syringe with a tip flash. The luer tip imperfection can be created when the part is released from the mold. The inspections performed while producing this lot have no records for luer tip flash or imperfections. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 0059607 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. The lot # 0059607 was produced for 0.253mm units, this is the 1st complaint; therefore, the cpm is 3.9. We will continue monitoring and trending this product and this symptom. Root cause description: the luer tip imperfection can be created when the part is released from the mold. The first piece inspection and inspections performed while producing this lot have no records for luer tip flash or imperfections. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd syringe's luer-lok¿ tips were found damaged before use. The following information was provided by the initial reporter: "not smooth tip".